Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that an issue with backup mode was discovered during a clinic follow-up. The implantable cardioverter defibrillator (ICD) entered backup mode due to the off-label use of a magnetic resonance imaging (MRI) procedure. Programming changes were made, and the device was reset. There were no consequences for the patient.

Manufacturer narrative:
Correction: "foreign" should also marked for g2.